Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the item would not open all the way. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(4) 2015. The vendor reported the item required lubrication. The vendor repaired the device, which will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service & repair history/maintenance review was attempted. The investigation of the complaint articles indicates that the: service history review: part no: 391.201, lot no: p053504, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 31-jul-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by that one (1) cable tensioner would not always let the cable through, it would not fully open. This was discovered after wash; there was no patient involvement. This is report 1 of 1 for com-(B)(4).